Event description:
As reported, an amplatz renal dilator set had a hair-like substance inside the sterile package. This issue was discovered during the receiving and stocking of the product on the shelves. The device did not make any patient contact.

Manufacturer narrative:
E1: customer (person): phone: (B)(6) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. As reported, an amplatz renal dilator set had a hair-like substance inside the sterile package. This issue was discovered during the receiving and stocking of the product on the shelves. The device did not make any patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. Despite due diligence efforts to retrieve the complaint device, it was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR, and no non-conformances were found to be recorded. A database search for complaints on the reported lot found no additional complaints reported from the field. The evidence from the complaint file, device history record, complaint history, and quality control documents indicate that the complaint device was manufactured to specification and that there is no evidence of nonconforming product existing in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device, t_ards2_rev0, includes the following: how supplied do not use the product if there is doubt as to whether the product is sterile. Based on the information provided, no device return, and the results of the investigation, cook has concluded a specific cause of the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.